Event description:
Surgeon was attempting to insert essure device and was unable to because the device was bent at the tip. A second device was opened and successfully placed. There was no harm to the patient. Supply specialist has been requested to notify rep for pick up of the defective device.